Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex machine generated the alarm "disconnection of the set - can not detect return disconnection stop". It was observed that the access line downstream the blood pump segment had become disconnected from the filter set. The patient lost approximately 200ml of blood and the extracorporeal blood was not returned to the patient. It was reported the patient was in stable condition and had started a new treatment. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture revealed that one extremity (outlet part) of the blood pump segment was disconnected from the support plate. An event history log analysis verified the reported condition. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.